Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient presented one day post op with diffuse lamellar keratitis (dlk) in both eyes. In right eye had marginal inflammation @ limbus @ 2-3 o¿clock and in left eye marginal inflammation from 7-10 o'clock and 2 o'clock. Predforte increased to every hour and medrol dose pak was prescribed. On (B)(6) 2017 ¿ dlk resolved. Vision at 20/15 in both eyes. No flap/lift/irrigation needed.